Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient has deceased; the cause of death was reported as cardiac dysrhythmia. Additional information noted cardiac tamponade due to complications of pacemaker placement and sinus node dysfunction. No additional information was available at this time.